Manufacturer narrative:
All information provided by manufacturer, no medwatch form was.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Noise was observed on review of egms. Isometric testing, and programming changes were recommended.